Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux, and siphon testing. However, the device did not meet requirements for reflux, pressure flow, preimplantation, and leak testing due a tear observed in the top of the reservoir. It is unknown how or when this damage occurred. The IFU cautions that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also cautions that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ all valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient had to be externalized for a pseudocyst so the physician changed out their valve when they put the new shunt in. The valve was removed not because it failed but proactively as part of the overall procedure.